Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance twice due to low blood glucose on (B)(6) 2018 that could not be read by a meter at the time of the incident. The customer was wearing the insulin pump during the incident. The customer's stated that the buttons was hard to press. Troubleshooting was not completed as the customer declined. The customer stated that their health care professional had checked the pump and believed the button issue caused the low. The customer had another low on (B)(6) 2018 with 38 mg/dl. The insulin pump will be returned for analysis.